Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: e1 error-came on when shouldn't been on and burnt patient. The failure identified in the investigation is consistent with the complaint record. The probable root causes is a damaged contact esst spring.

Event description:
It was reported that patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that patient was burned.